Event description:
N/a

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The extender tubing was also returned. A sensor output test was performed and the sensor was found to be within specification. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, there was an immediate "fiber optic sensor failure" alarm upon setup for the procedure. The hospital staff removed the fiber optic cord from the console, and zeroed the transducer. When they reinserted the the fiberoptic cable, another "fiber-optic sensor failure" alarm occurred. The hosptial staff was told by the getinge representative that they can use the transducer as a pressure source, and therapy was provided. The iab was then used for three days. There was no patient harm or adverse event reported.